Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The peritonitis was manifested by cloudy fluid. The breach was further described as the patient did not wash their hands and didn't maintain proper hygiene. The patient was hospitalized for the event. On the same day of onset, the patient was treated with an intraperitoneal (ip) injection of vancomycin (1gram once every 5 days for 14 days) and an(ip) injection of ceftazidime (1gram daily for 14 days). The patient was retrained on proper aseptic technique. Peritoneal dialysis therapy was ongoing. The patient recovered from the event and was discharged from the hospital three days after onset. No additional information is available.